Event description:
Customer reported a blank display on the insulin pump. The blood glucose reading was not known. Customer stated that the battery cap appeared to be bent. He stated that the insulin pump had not been dropped, bumped or exposed to moisture. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.